Event description:
Edwards learned of a mitral bioprosthetic valve that was explanted 15 years after implant due to severe calcification. Patient is female and was (B)(6) old at time of implant. There are no adverse patient effects reported post explant.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer; without receipt of the device, the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to monitor all events. Additional information will be reported if received.